Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, non-reactive ahcv results were obtained when a single patient sample was tested using vitros ahcv lot 5280 on a vitros eci immunodiagnostic system and a vitros 5600 integrated system. The results were discordant when compared to reactive/positive non-vitros method results for the same patient sample. Patient 1, vitros ahcv results of 0.12 and 0.04 s/c (non-reactive) versus expected results of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, non-reactive vitros ahcv results for the patient were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600466.

Manufacturer narrative:
The investigation determined that discordant, non-reactive ahcv results were obtained when a single patient sample was tested using vitros ahcv lot 5280 on a vitros eci immunodiagnostic system and a vitros 5600 integrated system. The results were discordant when compared to reactive/positive non-vitros method results for the same sample. A definitive cause of the event was not established. Results from historical qc testing were acceptable on one instrument, therefore a vitros ahcv lot 5280 reagent issue is an unlikely contributor to the event. Vitros ahcv results from historical qc testing were acceptable on one instrument and as the vitros ahcv results for the patient sample were concordant between both vitros instruments, a vitros ahcv lot 5280 reagent issue or vitros instrument issues are unlikely contributors to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahcv lot 5280. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. No further investigational testing was conducted to rule out the presence of an interferent in the patient sample as the customer did not have interferent blocking tubes available, therefore an interferent cannot be ruled out as a contributor to the discordant, non-reactive vitros ahcv results. Method to method differences between the vitros ahcv method and the three non-vitros (abbott, rapid card & elisa) methods is a possible contributor to the event due to the discordance between the results, however, this could not be confirmed.